Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string unravels [device breakage]. Case narrative: consumer reported via email that the tampon string unravels. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon string unravels [device breakage] case narrative: consumer reported via email that the tampon string unravels. No injury reported.